Event description:
Rptr alleged obtaining discrepant back to back blood glucose results of 193 mg/dl, 201 mg/dl, 106 mg/dl, and 93 mg/dl when all tests were performed within 10 mins on the advantage system. Rptr indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.